Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter with the original box. The batch number on the packaging and device matched the batch number for this complaint. Examination under magnification revealed a balloon pinhole 1.5cm proximal of the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal right coronary artery. A 15mm x 4.00mm nc quantum apex balloon catheter was selected. Post dilatation was performed with this device subsequent to a non bsc stent. The balloon ruptured at 18 atms during the second inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred.the 75% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal right coronary artery. A 15mm x 4.00mm nc quantum apex balloon catheter was selected. Post dilatatation was performed with this device subsequent to a non bsc stent. The balloon ruptured at 18 atms during the second inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.